Manufacturer narrative:
The MFR is in the process of completing the recall on these devices. At this time, no reports have been received by the MFR concerning metallic spheres having been found in these devices, nor has the MFR received any reports of patient injuries or adverse events involving these devices from customers. The MFR is in the process of implementing corrective action to prevent recurrence of this event. No further info is available. The MFR is now closing its file on this event.

Event description:
On 4/29/97, MFR initiated a product recall for this device catalog number. The recall is for specific lots of arterial devices which have been identified by the MFR as containing a beaded catheter which may have residual metallic spheres left from the mfg process. The metallic spheres are stainless steel and measure up to 564 microns in diameter. The MFR's inspection has determined that the possible level of affected catheters within the lots may be up to 2.0%. General medical practice is to flush air from catheter/vascular access devices. If catheters and devices are primed (flushed) with fluid prior implantation as instructed in the device instructions for use, the likelihood of a metallic sphere being introduced into the pt is minimal. Based on the testing performed in-house, the flushing procedure described in the clinician's manual removes all or most of the metallic spheres. Arterial placement of a catheter which contains mobile metallic spheres would result in metallic spheres blocking arteries or arterioles in the organ being supplied by the catheterized artery with resultant microinfarction. Stainless steel is thrombogenic and can form tail thrombi intravascularly which are loosely adhered to the spheres and can result in embolism. The severity depends on the pt and the organ being perfused. The potential risk of multiple microinfarcts is dependent upon the area being perfused. The primary use in the hepatic artery would result in a small area of infarction which would be clinically undetectable. Uses in other areas may result in slightly higher degree of risk.